Event description:
Customer reported a malfunction alarm with code malf 9. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to glucose levels. Technical support assisted the customer by providing pump reset instructions, which successfully resolved the issue, and the customer was able to continue using the pump without further incidents.